Event description:
It was reported during a low anterior resection, while using an ecs25, the surgeon closed the device and fired but no staples were released. The surgeon opened up the stapler and noticed no staple line. The surgeon closed the device, fired it again, and got a partial staple line. At this point he sutured to complete the anastomosis. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation of the device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, large nick; damaged staple pockets, no; damaged trocar, no; missing parts, no, serial number, 2; staples present/location, none and tissue present/describe, donut present in in. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of instrument, it was noted that there was large nick in knife. Additionally, there was piece of what appears to be clip returned in instrument. Due to condition of returned instrument, it appears possible that attempt may have been made to fire instrument across hard object, such as returned clip. It was also reported that instrument was fired second time. As instrument is single use instrument, second firing of instrument will not deliver staples. Instrument was reloaded and test fired. It fired and formed all staples as designed with no difficulties noted. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.